Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 44%, donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 3.0 inr , customer meter and customer strips: 2.9 inr. Donor #2: retention meter and master lot strips: 3.2 inr , customer meter and customer strips: 3.3 inr. The maximum difference between measurements with the same blood sample was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer for the comparison were observed in the meter¿s patient result memory, however, the result of 1.4 inr and 4.5 inr were not observed on the alleged dates. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
A medical technologist complained of an erroneous high inr result for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to the stago neoplastine cl plus laboratory method. The result from the meter was > 8.0 inr at 11:15 a.m. Thirty minutes later the result from the laboratory was 6.0 inr. The result from the laboratory was believed to be correct. The patient was advised to hold his warfarin dose for 3 days. No other treatment was required. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The patient has no hct issues. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient is not taking any new medications, has had no change in diet, no new illnesses and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Retention test strips (lot 345215) were tested in comparison to master lot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.